Manufacturer narrative:
Additional narrative: patient ID and weight are unknown. Event date: unknown. This report is for an unknown quantity of unknown screws/unknown lot. Original implant date reported as approximately 10 years ago. Explant date reported as approximately (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver shaft and handle were jammed together. It was reported that an explant surgery was performed on approximately (B)(6) 2015 after there was screw protrusion noted. It is unknown exactly what devices were removed but there were an unknown quantity of synthes devices removed. During the explant procedure while the surgeon was attempting to remove the screw he was hammering down on the top of the screwdriver handle. Later in sterile processing it was discovered that the screwdriver shaft and handle were stuck together. The procedure was successfully completed with no surgical delay or patient harm. The original implant surgery was performed approximately ten (10) years ago. This report is for an unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).